Event description:
It was reported that the 8800 system would not x-ray during a case. The 8800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call.